Event description:
Patient presented to their primary care physician with redness and fluid drainage at the ipg site. Primary care physician confirmed an infection and prescribed a 10-day course of antibiotics. Patient presented back to the physician with improvement.